Manufacturer narrative:
It was reported that the patient was in her (B)(6). It was reported that the patient was slightly above average weight. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they had a failed angioseal. The following information was provided by the user facility: at final stages of deployment when the operator tried to pull back the device to expose the green tamper tube, the angioseal locked and the doctor was unable to pull back, they then cut the carrier tube to remove the angioseal hub and expose the suture, they completed the procedure and completed hemostasis. The patient was unharmed and ultrasounded was undertaken to confirm hemostasis. It was reported that there was no blood loss, no injury, calcification in the puncture site. The device was easily removed and nothing was left in the patient. Hemostasis was achieved with the angioseal. It was reported that the patient was unharmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal vip device was received for product evaluation. The device was returned with the hemostatic sheath and no other accessory components. The returned device was subjected to visual analysis where a blood-like substance was found on all returned components. The device was returned in three pieces. One piece was approximately 4.196" of the distal portion of the hemostatic sheath. The second piece was 3.917" of the carrier tube assembly. The third piece consisted of the device cap mated with the proximal portion of the hemostatic sheath. The proximal ends of the distal portions of the hemostatic sheath and carrier tube assembly were examined under microscopy. The ends appeared rather jagged towards the inner portion of the cross-section and smooth along the outside edges. This is consistent with the outer edges being cut with a sharp edge and the inner sections of material having tensile forces separate the material. The tamping tube could be seen in the carrier tube assembly. A pin gauge was used to apply force to the tamping tube. Due to the deformation of the carrier tube assembly, additional force was needed to dislodge the tamping tube. No other obstructions were visible to the pathway of the tamping tube preventing its release. The proximal portion of the suture with the clear shrink-wrap marker was not returned for analysis. Since the outer diameter of this marker plays a crucial role in assisting the release of the tamping tube, no assessment can be made regarding if this system was functionally intact or not. The tensioner within the device cap was also removed to examine if suture lock up may have occurred resulting in the tamper tube not releasing. No gross functional anomalies were noted with the tensioner other than the broken arm of the housing, which occurred during the removal of the tensioner. A pair of tweezers was used to apply tension on the suture. The suture subsequently unspooled from the tensioner with little resistance. Due to the location of the tamping tube still within the carrier tube assembly, the complaint was confirmed for component stuck. However, no obstructions to the passage of the tamping tube through the hemostatic sheath were observed other than the deformation of the carrier tube assembly due to the cutting of the hemostatic sheath and carrier tube assembly. The outer diameter of the clear shrink-wrap marker may have contributed to the tamping tube not becoming dislodged, however since this portion of the suture was not returned; no conclusion can be made at this time. The tensioner was examined to ensure that suture lock up did not contribute to the allegation. No functional anomalies were found with the tensioner. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.